Manufacturer narrative:
The event was evaluated and investigated with the information provided from the retrospective clinical study and attending surgeon. No lot information was provided; therefore, a DHR review could not be performed. A device evaluation was not able to be performed as the impacted device was not returned for assessment. The root cause cannot be established with the information that is currently available.

Event description:
Adverse event identified as part of a retrospective clinical study: at 12.5 months post operative, the subject developed right sided weakness and loss of sensation leading to additional surgery (right l4/l5, l5/s1 foraminotomy). The event was continuous, severe, serious, and unanticipated. The site stated that the event could have had a possible relationship to the subject device, but the patient recovered without sequelae. More notes on the event state the subject had right sided weakness that progressed to the inability to lift the right foot without assistance. Patient was initially referred to pain management for right sided l4/l5, l5/s1 transforaminal injections, but the patient saw no improvement in symptoms and was then treated surgically via right l4/l5, l5/s1 foraminotomy. Symptoms improved following this procedure, no further mention of symptoms prompted intervention.